Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not register narcotic waste. A technical support specialist (tss) sent an email to the customer and later received a response. The customer granted permission to close the case. The case was subsequently closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not registering narcotic waste, which was a safety and diversion risk issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.